Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient developed a blister about 2x2cm on his left elbow, and a blister about 4x5cm on the right elbow after an MRI scan of his left shoulder. The patient was positioned head first, offset slightly to the right and with his arms at his sides. The customer confirmed that during the exam both elbows were touching the bore, and that the ge healthcare recommended pads were not used. His right elbow developed an open wound and he was prescribed silvadene cream to prevent infection, he also was seen at the wound care center and had debridement done on the right elbow area.